Manufacturer narrative:
(B)(4). (B)(6) - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that error icon displayed occurred. Product was provided for investigation. An external visual inspection was performed and passed. A charge and boot test was performed and passed. Functional tests were performed and passed. The log was downloaded and reviewed finding error related to the complaint. The allegation was confirmed. The probable cause was determined to be the error icon was displayed. No injury or medical intervention was reported.